Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system displayed a black screen on trajectory 1 while trajectory 2 was normal. They rebooted the system and issue was re solved. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sw app 9735740, version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) software data was received and analysis confirmed the reported event. The issue was found to be a software issue. Logs indicates that user used trajectory 1 view as one of the views, but the logs did not report any 'rotate' action performed by the user. The user might have moved the instrument far away from the anatomy causing the view to appear black. It was logged that user tried to recenter couple of times, but it was noted that it does not help in getting the volume back to the center. The user could only adjust the instrument tip towards the anatomy to bring the view back. A reboot was performed by the user to resolve the issue. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.